Event description:
It was reported that the insulin pump was alarming during the prime process. Troubleshooting revealed that the drive support cap was protruded. Advised the caller that the insulin pump would be replaced. Later, an email was received by the local company representative, stating that the customer had been hospitalized with a blood glucose of 600 mg/dl. The representative was notified that the customer's insulin pump had been replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, error and self tests. All operating currents were within specification. The unit gave an alarm during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the alarm. The device had a scratched display window and cracks on the display window corners, reservoir tube, reservoir tube lip and battery tube threads. The unit also had a broken belt clip slot.